Manufacturer narrative:
Patient information was not provided. The field service engineer (fse) observed that the rbc bath was faulty, causing the reported event. The fse replaced the bath resolving the issue. Bec internal identifier (B)(4).

Event description:
The customer reported thrombocytopenic patient samples recovered with higher platelet (plt) results when cycled on their dxh 800 hematology instrument (dxh800-3) compared to alternate dxh800 instruments. There was no report of an adverse event. There was no report of erroneous patient results reported outside the laboratory. There was no impact to patient treatment. Printouts received indicated one patient sample (sample 1) recovered with higher platelet results from the dxh800-3 compared to a rerun on an alternate instrument the customer believes to be correct. No suspect messaging on either run. Printouts also received indicated two patient samples (sample 2 and sample 3) recovered with higher platelet results from the dxh800-3 compared to reruns on alternate instruments the customer believes to be correct. It is unknown if either run recovered with suspect messaging. The next set of printouts received indicated one patient sample (sample 4) recovered with higher platelet results from the dxh800-3 compared to a rerun on an alternate instrument the customer believes to be correct. Both runs recovered with suspect messaging. The last printouts received (sample 5) recovered with higher platelet results and suspect messaging from the dxh800-3 compared to a rerun on an alternate instrument the customer believes to be correct. All other parameters correlated between runs on all samples.